Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer was doing fine on supplies and he mentioned that the reservoir had stopped dispensing insulin toward the end of the its usage. Customer had a high blood glucose level in the 540's mg/dl and declined to speak to the help line.